Event description:
Customer reportedly received the following results on the guide system within 10 minutes: 390 mg/dl and 168 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.